Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received an sp endoscope to perform failure analysis. The sp endoscope was placed on an in-house system for functional testing and passed all qap (quality assurance procedures) criteria, with clear images and smooth articulation with no flashing color observed. A visual inspection was performed and found no obvious failure such as physical damage, corrosion, bent/deep scratches anywhere on the sp endoscope. No tears were observed. No product issue was found. An observation was identified but was unrelated to the customer reported complaint: the sp endoscope was found to have a corroded bearing. A visual inspection was performed after the endoscope housing was opened up and yellow coloring was found on one of the bearings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered endoscope recognition issues and there was a message displayed on the vision side cart (vsc) touchscreen indicating a no video signal. Prior to calling an intuitive surgical (is) technical support engineer (tse) for assistance, the customer had tried 3 different endoscopes without success. As a result of the customer reported issue, the surgeon decided to convert the case to traditional laparoscopic surgery and additional ports were placed. The customer explained that they had also cleaned the endoscope connector with alcohol, unplugged/plugged several times, and had performed a system restart including the breaker on the vsc but the issue remained. The tse asked the customer to check the endoscope controller (ec) connection on the backside and to attempt a system restart but since the surgery was ongoing, no further troubleshooting was possible. There was no report of patient harm, serious incident or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was informed that the issue was related to the endoscopes. Isi has not received product for failure analysis evaluation.